Event description:
It was reported "3cg wire loaded in the 4f dl PICC almost broke off while placing a PICC line in a patient. Wire did not break off in the patient, but when it was removed, it was extremely bent." Additional information rcvd 10/05/2020: "placement info: access obtained without issue. Inserted wire with no resistance. Inserted PICC without resistance. PICC went up the rij. As I tried to pull back the PICC to come out of the ij, I felt resistance (patient had also turned his head towards me at this time) so I had him look back towards his left. PICC pulled back smoothly and was advanced into the svc without issue. When I removed my wire, I noticed it was extremely bent." What type of catheter securement was utilized: 3m cvc/PICC securement device. What they are being treated for: aml; other relevant history: had PICC removed ~18 hours prior; had to use same vessel d/t it being the only appropriate vessel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One 3cg stylet segment was returned for evaluation. An initial visual observation showed the polyimide section of the stylet segment was bent approximately 1.8 cm proximal to the distal tip of the stylet, and a microscopic observation revealed the polyimide tubing was torn and broken between two magnets at this location. The edges of the break were observed to be plastically deformed with mostly flat surfaces. While the polyimide tubing was found to be completely separated, the core wire of the stylet was observed to be intact and unbroken. The distal tip of the stylet was observed to be present and intact, all magnets were accounted for, and the stylet was observed to be bent slightly at multiple locations within the polyimide section. The material deformation observed at the break in the stylet indicates the stylet was bent at this location to the point of breaking. This can occur if the catheter is bent severely enough with the stylet still inserted or if the stylet is manipulated within the catheter excessively and/or prior to flushing the catheter. The product IFU states: ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep1771 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "3cg wire loaded in the 4f dl PICC almost broke off while placing a PICC line in a patient. Wire did not break off in the patient, but when it was removed, it was extremely bent." Additional information rcvd 10/05/2020: "placement info: access obtained without issue. Inserted wire with no resistance. Inserted PICC without resistance. PICC went up the rij. As I tried to pull back the PICC to come out of the ij, I felt resistance (patient had also turned his head towards me at this time) so I had him look back towards his left. PICC pulled back smoothly and was advanced into the svc without issue. When I removed my wire, I noticed it was extremely bent." What type of catheter securement was utilized: 3m cvc/PICC securement device. What they¿re being treated for: aml. Other relevant history: had PICC removed ~18 hours prior; had to use same vessel d/t it being the only appropriate vessel.